Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced as the patient was unable to use the device as it would no longer inflate. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. This MDR report, MFR report number 2124215-2022-31684, was determined by the manufacturer to be a duplicate report to MFR report number 2124215-2022-30294.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced as the patient was unable to use the device as it would no longer inflate. No patient complications were reported. This MDR report, MFR report number 2124215-2022-31684, was determined by the manufacturer to be a duplicate report to MFR report number 2124215-2022-30294.